Event description:
A malfunction alarm with code malf 12 was reported. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reoccurred.